Event description:
The manufacturer received information alleging patient has trouble breathing, gets chest pains and nasal throat irritation/soreness, loss of breathe causes loss of sleep, patient become very tired. The machine has a strange odor and patient has seen white particles in the water chamber, particles in tubing/chamber, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 06/09/2022 alleging headache, heart problem related to a CPAP device. In addition, appropriate health effect - clinical code has been added.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging patient has trouble breathing, gets chest pains and nasal throat irritation/soreness, loss of breathe causes loss of sleep, patient become very tired. The machine has a strange odor and patient has seen white particles in the water chamber, particles in tubing/chamber. The patient has also alleged headache and heart problem. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of an unknown dark contaminant and a piece of black-like foreign material in the sd cover flip door and on areas of the top enclosure, filters and iso port. The manufacturer completed an internal visual inspection. The manufacturer found evidence of an unknown dark contaminant in the blower box at the location of the filters, on the top enclosure, front panel, rear panel, bottom enclosure, on the iso port, on the o-ring of the iso port, blower cap and blower seal. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of liquid ingress and an unknown dust contaminant, a reddish-like colored piece of foreign material in the back panel, flip lid seal and dry box seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found e-191 error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with an unknown contaminant and foreign material, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Sections d9, d10, g3, h3 and h6 has been updated / corrected.